Event description:
After a 2/93 bone implant into the rptr's jawbone, this material was inserted between the bone & the gum tissue. An infection was discovered about 6 months later in the area of the bone implant.in 1994, during follow-up surgery, device (a synthetic layer of film) was again inserted beneath the complainant's gums in her mouth in the area of the implant. The gum tissue over the device became inflamed & white & then disappeared. It has not grown back.